Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 02/23/2024 and 02/24/2024. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked "due to broken primary packaging¿. The event occurred before use. There was no patient involvement. No additional information is available.